Manufacturer narrative:
12/31/1997-supplemental report #1 submitted to FDA.

Event description:
The product was used during a lobectomy procedure. Reportedly, the staples did not form properly and there was some bleeding. The surgeon manually sutured to complete the procedure. The hosp has reported no pt injury occurred.